Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that he is getting a speaker malfunction error. It is unknown if the speaker was not producing sound. The device was not in clinical use at the time the issue was discovered. No adverse event or patient harm was reported.